Manufacturer narrative:
Device evaluated by manufacturer: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Same case as MFR#: 2134265-2011-02436. It was reported that during a percutaneous coronary intervention a balloon rupture occurred. The lesion was located in a heavily calcified left anterior descending artery. A 2.75x20mm apex monorail balloon ruptured. Another 2.75x30mm apex monorail was used and ruptured. It is unknown how many times and to what pressure the balloons were inflated. The procedure was completed with a non bsc balloon. No patient complications were reported and the patient's status is fine.